Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board, filament drive board, high voltage tank, and x-ray tube were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed a charger error and a saturation error at boot up. These errors will prevent the system from operating, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.